Event description:
It was reported that the subject coil was deployed prematurely inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.